Event description:
After transvenous deployment of a sapien xt valve in the inferior vena cava (ivc), no leaflet motion was detected, and a 2nd sapien xt valve was deployed. As reported, a 29mm sapien xt valve was implanted in the ivc, superior to the hepatic vein for treatment of tricuspid regurgitation and portal htn. The valve was deployed from the right femoral vein using the novaflex+ delivery system. Surgical access to the ivc was obtained via a sternotomy. The ivc diameter measured 35mm at the planned site of implant. A dacron graft was placed around the outside of the ivc and sutured in place to decrease the effective diameter of the ivc to accommodate a 29mm valve. After the graft was placed around the ivc, diameter measured 24mm by ivus. Further measurements were obtained using balloon sizing with a 26mm true balloon and it was concluded that the diameter of the landing zone was sufficient for the 29mm valve. The valve was advanced, aligned and deployed in the intended location. As the balloon was deflated, the valve was observed to be rocking. The balloon was quickly reinflated while external sutures were placed through the ivc and graft to affix the valve in place. Three sutures were placed and the valve was secured. The balloon was deflated and hemodynamics was observed. Venogram showed flow retrograde through the valve, and no leaflet motion was detected by tee. A second 29mm valve was placed directly inside of the 1st sapien xt valve and deployed without incident. After deployment, a pressure gradient was observed during ra-ivc pullback, ra venogram demonstrated no evidence of retrograde flow and tee showed leaflet closure. The 20fr sheath was removed from the rfv and the sternotomy was closed. The patient was transferred to the ICU in stable condition. Per report, the potential causes of leaflet restriction were thought to be either the pressure was not sufficient to cause leaflet closure, or perhaps while suturing the valve in place, one or more of the leaflets was inadvertently sutured open.

Manufacturer narrative:
The edwards sapien xt thv, novaflex+ delivery system and accessories are indicated for use in patients with symptomatic severe calcific aortic stenosis requiring aortic valve replacement (avr), who have an estimated operative/procedural mortality risk = 15% as assessed by a risk tool such as the logistic euroscore or stsprom. The sapien xt valve is not indicated for implantation in the tricuspid position. Edwards training materials for sapien xt do not provide guidance for tricuspid implantation. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, per report, the potential causes of leaflet restriction were thought to be either the pressure was not sufficient to cause leaflet closure, or perhaps while suturing the valve in place, one or more of the leaflets was inadvertently sutured open. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.